Manufacturer narrative:
Date sent to FDA: 11/20/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted by dr (B)(6) at the (B)(6) surgery center. It was reported that the patient continues to have pain, and difficulty with bowel movements. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/24/2018 in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.